Event description:
It was reported that the patient went to the emergency room after receiving an inappropriate shock due to oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.